Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the internal jugular vein using the MRI powerport isp. 7 months and 27 days post procedure, during routine maintenance of the implanted port, it was reported that the subcutaneous tissue became swollen, catheter was noted to be ruptured and found to be leaking after removal. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp implantable port with an attached catheter was returned for evaluation and one video was provided for review. The video shows implantable port with an attached catheter. A clinician injecting the fluid into the port septum using the non-coring needle connected to an external syringe. Upon infusion, a leak was observed in the attached catheter. Gross visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted on the attached catheter approximately 7.5cm from the distal end of the cath-lock. Catheter wear was noted throughout the proximal portion of the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter while water with what appeared to be thrombus exited the distal end. The investigation is confirmed for the reported catheter fracture, fluid leak and identified catheter wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the internal jugular vein using the MRI powerport isp. 7 months and 27 days post procedure, during routine maintenance of the implanted port, it was reported that the subcutaneous tissue became swollen, catheter was noted to be ruptured and found to be leaking after removal. The current status of the patient was unknown.